Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery without low battery warning. Customer's blood glucose value was 9.8 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer reported they receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer states the battery was previously used. Customer states the battery cap was not loose, cracked or damaged. Customer reported this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed sleep current measurement, and active current measurement tests. After swapping the boards to another case and then swapping another electrical board onto electrical board, the higher current readings seems to be isolated to electrical board.